Event description:
It was reported that the patient met with a manufacturer representative a week ago to get stimulation for bowel control as well, and it seemed to be working good. The patient had a tumor on their colon and they were concerned that the stimulation would affect it. The patient¿s family member wanted to know if there was a way to stop the stimulation in the bowel and if lowering stimulation was adequate. Programs 1, 2, and 3 used too much power. The manufacturer representative thought the patient might have jarred the connection from their fall on (B)(6) 2014 and the patient discovered they had a tumor a week after the fall. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v830059, implanted: (B)(4) 2011, product type lead. (B)(4).